Event description:
It was reported that the ventilator shut down while connected to a pt. There was a constant disc/sense alarm prior to the ventilator shutting down. No pt harm reported.

Manufacturer narrative:
Na